Manufacturer narrative:
Updated data: device mfg date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: a2 age at event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the device returned to analysis, the root cause of the high gradients/stenosis cannot be determined; however with the available information, patient outgrowth could be the contributing factor for the high gradients / stenosis. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fractures is not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and one month following the implant of this transcatheter pulmonary bioprosthetic valve, magnetic resonance imaging (MRI) revealed right ventricle (rv) volume of 160 ml/m2 with an ejection fracture of 37%. Increasing stenosis was revealed in an echocardiogram at 2.5 - 3 m/sec. Catheterization approximately nine years and one month p ost-implant revealed a rv-pa gradient of 43 mmhg. The patient's valve function was normal but a balloon aortic valvuloplasty (bav) was successfully performed with a 22 mm balloon resulting in a gradient of 17 mmhg. Outgrowth was considered to be a contributing factor for the high gradient. Approximately nine years and three months post-implant, valve function remained normal with a gradient of 10 mmhg. The decision was made to perform an intervention due to worsening rv function. During the intervention two minor stent fractures (grade 1) of the valve and several fractures of the pre-stent were observed. Two covered stents and a second transcatheter pulmonary bioprosthetic valve were successfully implanted. No additional adverse patient effects were reported.